Event description:
It was reported that the User experienced a Hypoglycemia event on (b)(6) 2026. The User reported that the sensor glucose (SG) reading was 76 mg/dL while a confirmatory fingerstick blood glucose (BG) reading was 40 mg/dL. Investigation and DMS review confirmed that the sensor value did not fall below the configured low alert threshold; therefore, no low glucose alert was generated. The Data Management System further showed a sensor glucose value of 196 mg/dL at 4:27 PM EST, with no corresponding BG value available. The user reported resolving the event independently without medical intervention and confirmed that no one else assisted them. User's HCP had not been informed of the event, and the user was advised to follow up with their HCP for additional medical guidance. The user is currently using the system with up-to-date information.

Manufacturer narrative:
The Manufacturer is performing an investigation and will submit a follow up report with the details.